Manufacturer narrative:
(B)(4). The complaint description of catheter broke is documented in MDR #3006425876-2018-00026.

Event description:
The customer alleges the catheter broke and catheter unraveled during removal of the stylet. The device was replaced.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges the catheter broke and catheter unraveled during removal of the stylet. The device was replaced.

Manufacturer narrative:
(B)(4). The customer returned the lid stock and spring-wire guide from a cv-12712 kit for evaluation. The spring-wire guide showed signs of use in the form of biological material. The spring-wire guide was kinked throughout the body. The proximal weld was found to be detached from the inner core wire, causing the guidewire to unravel. The fracture surfaces were microscopically examined and signs of necking were observed, indicating excessive force was applied to the guidewire. Both welds were full and spherical. The spring-wire guide was measured and was found to be within specification. A manual tug test was performed on the distal weld to confirm it was intact. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit instructs the user, "pulling back on the spring-wire guide may result in undue force being applied resulting in spring wire guide breakage. If resistance is encountered, withdraw catheter relative to spring-wire guide about 2-3 cm and attempt to remove spring-wire guide. If resistance is again encountered remove spring-wire guide and catheter simultaneously." Other remarks: the customer reported issue of the spring-wire guide unraveling during use with the catheter was confirmed during the sample investigation. The returned spring-wire guide was visually examined and found to be kinked throughout the body with the proximal weld being detached form the inner core wire. The proximal end of the inner core wire showed signs of excessive force being applied, which likely caused the weld to detach and the spring-wire guide to unravel. The catheter was not returned for evaluation. A device history record review was performed and no relevant findings were identified. Without a complete sample the probable cause of this issue could not be determined. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges the catheter broke and catheter unraveled during removal of the stylet. The device was replaced.